Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).

Event description:
A resolute integrity drug eluting stent was implanted mid rca. A dissection was reported to have occurred, and an additional resolute integrity drug eluting stent was implanted to treat the dissection.